Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leaking amia cassette. This event occurred after the patient had completed therapy and was disconnecting the supplies from the cycler. When they opened the door to remove the cassette they noticed that the patient line connector had disconnected from the cassette resulting in a fluid leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided for a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.